Event description:
An end user reports that part of catheter broke off and was retained and had to be surgically removed. He had prostate cancer with prostatectomy in (B)(6) 2017. He started intermittent catheterization in spring 2018-has combination of both strictures that cause retention and stress incontinence. States he has repeat cystoscopies approx. Every 9 mos. For dilation of strictures and removal of excessive tissue growth and then uses intermittent catheters approx. 3-6 mos. Afterward. He had a repeat cystoscopy in (B)(6) 2024 and was intermittent catheterizing again. In (B)(6) 2024, he started having discomfort, difficulty passing urine in between catheterizations and difficulty inserting the catheter. His urine become dark-colored and blood present in urine and he felt poorly. States he had difficulty moving and was just generally uncomfortable which was severe enough to interfere with work and playing with his grandchildren. He states he was repeatedly in contact with the urology office during this time. Finally, he had a urinalysis that showed bacteria in urine and blood in urine and went into the urology office for a cystoscopy. Additional tissue regrowth seen and was taken to the or for a more in-depth procedure on (B)(6) 2025. Tissue regrowth present but a clear plastic fragment with a stripe was removed. The customer states this matches the description of the cure catheter (this is the customer's opinion). He does not know if any photos were taken of the plastic fragment. He states the plastic fragment was sent to the lab. Photos were requested and the customer will check with his urologist. It is unknown where the plastic piece was located (within the urethra or bladder). He does not call any specific instance of catheterization and noting that any piece of the catheter was not present upon removal. He recalls an instance of catheterization and having frank blood drip into the toilet but he cannot state exactly when this occurred but believes it was around the time of symptom onset. He believes he was using the 18 french cure catheter but cannot state for certainty. No additional information was provided.

Manufacturer narrative:
Common device name: male french coude catheter based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.